Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the device and confirmed that no critical override or disconnected mode icon was displayed, checked the database synchronization logs and found no errors, logged into patient encounter system (peso and reviewed the synchronization information, confirmed that the devices current upload and download times were in synchronized with the server, then navigated to health sight viewer (hsv) and verified that station was not listed under attention notices. Station was communicating with the server without any issues, and the customer confirmed the findings. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient order data was not crossing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.